Manufacturer narrative:
The affected pcb was not available for investigation. Based on photographs taken of the analyzer, the component which got burnt was a stepper motor driver which is used to operate the stepper motor of the wash syringe c. No systematic malfunction of the pcb fluid control could be identified. No other complaints of this nature were found. There was no imminent danger of fire. All parts and plastics are ul rated accordingly.

Event description:
The customer stated smoke came out of the fluid control pcb (printed circuit board). After inspection, one of the integrated circuits was found to be burnt. No patients were involved and there were no adverse events. The pcb was replaced.

Manufacturer narrative:
This event occurred in (B)(6).